Manufacturer narrative:
The small reference frame was returned to the manufacturer for analysis. Analysis found that the starburst adapter was loose on the back of the frame. One of the screws was stripped and falling out. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that a spine reference frame was broken during surgery. The frame adapter was held in place for the remainder of the procedure which steri-strips. There was no impact to patient. There was no reported delay to the procedure due to this issue.